Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional unknown side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.4., b.5., d.1., d.2., d.4., d.6b., h.2., h.4., h.6.,

Event description:
The device has been explanted. This relates to the left side.

Event description:
Healthcare professional left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual device analysis: "visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed." Additional, changed, and/or corrected data: h.6.